Event description:
It was reported that during a gastrectomy, the surgeon felt something wrong with pressing the hand switch. The hand switch became remained the button down condition at the middle of operation. The device could stop activation only when the hand switch was pressed in order max to min, min to max. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were depressed. The device was disassembled and no anomalies were found. The button assembly was disassembled and inspected for evidence associated with activation issues. No continuous activation was noted during analysis. It could not be determined what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.